Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience noise on the right ventricular (rv) lead, resulting in oversensing and under pacing. The physician opted to explant and replace the rv lead. The patient was in stable condition.